Event description:
It was reported via an edwards clinical specialist that a patient with a 3000-27mm aortic valve demonstrated severe aortic stenosis and mild to moderate aortic regurgitation after an implant duration of approximately 8 years. The patient had been considered for a possible valve in valve procedure with an edwards transcatheter valve, but did not qualify for the procedure. Patient history: the patient had undergone complete neonatal repair for the transposition of great arteries with vsd in 1987 which resulted in neonatal aortic insufficiency. The patient had their avr surgery in 2003 (at (B)(6)) and has since developed aortic stenosis; however as of (B)(6) 2012 (as per the consult report provided) the patient has indicated their dyspnea is variable, no symptoms of fatigue, or recurrence of chest pain and there is no syncope. Tte on (B)(6) 2012, indicated a ef of 65%, peak av velocity at 4.1 m/sec, mean gradient of 36 and mild to moderate ai. The most recent echocardiogram (as of (B)(6) 2012) indicated a peak velocity of 4.8 m/sec, mean gradient of 43 as well as possible pulmonary stenosis. The patient's physician indicated that the patient and their family are still deciding on possible treatment options for when the patient's aortic stenosis does become symptomatic.

Manufacturer narrative:
As stated, the reported device has not yet been explanted. The healthcare provider indicated no treatment plan has been determined yet. Aortic valve stenosis can be due to multiple factors such as calcification, host tissue growth...etc; without device return and evaluation, the mode of failure cannot be conclusively determined. However, it is likely that the patient's condition and medical history may have caused or contributed to the reported stenosis, in addition to intrinsic properties of bioprosthetic valves. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional information regarding patient status and possible future intervention will be reported once received.